Manufacturer narrative:
In response to FDA report number: mw5088780. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via regulatory agency, "class iii capsular contracture", "low white blood cell count, hair loss, gi complications, undifferentiated connective tissue disorder, celiac disease, autoimmune thyroid condition, fatigue, joint pain and multiple infections"; these events are not device related. This record is for the left side. Device remains implanted.